Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. C22909) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, menorrhagia, parity 4, multi gravida, menstrual cramps, abdominal pain, covid-19, panic attacks, reflux esophagitis, anxiety, weight loss, depressive disorder, gestational diabetes mellitus, hyperlipidemia and gerd. The patient had a family history of breast cancer, ovarian cancer, diabetes, colon cancer and skin cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy total cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: scout film shows right and left pelvic essure micro-inserts. On early fill of the uterus, no filling defects are seen. Complete opacification of the uterus shows no abnormality in uterine contour. The right and left essure devices are inn satisfactory position and demonstrate satisfactory tubal occlusion. No contrast extravasation is seen. [Pathology test] on (B)(6) 2021: comment: abnormal uterine bleeding. Final pathologic diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy: exocervix / endocervix:. Mild fibrosis and minimal, nonspecific chronic inflammation. Endometrium / myometrium: benign proliferative endometrium. Adenomyosis. Fallopian tubes: benign fallopian tubes. Benign simple cyst, solitary (1), para tubal, 0.9 cm. Clinical history: abnormal uterine bleeding. Gross description: the right fallopian tube measures 5.5 cm in length and up to 0.2 cm in diameter, the left fallopian tube measures 7.8 cm in length and up to 0.5 cm in diameter with a 0.9 cm in diameter para tubal cyst adjacent to the fimbria. Both fallopian tubes are purple tan, fimbriated. Specimen(s) received: uterus, non-tumor, w/ tube(s) / ovary(s), hysterectomy - uterus, cervix, and bilateral tubes [ultrasound scan] on (B)(6) 2020: the uterus measures l: 11.62 cm x w: 6.36 cm x h: 5.27 cm. Uterine: volume is: 204.26 ml. The endometrial stripe measures 1.57 cm. The right ovary measures l: 2.75 cm x w: 3.51 cm x h: 2.21 cm. Right ovarian volume = 11.16 ml. The left ovary measures l: 3.93 cm x w: 3.29 cm x h: 2.62 cm. Left ovarian volume = 17.72 ml. Uterus (non-pregnant patients) essure coils are visualized in the bilateral cornua. Impression: prominent and ill-defined endometrium. Essure coils visualized in the correct position. Mildly enlarged left ovary. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Lot number & surgical pathology report received. Medical history, conditions & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no. C22909) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, menorrhagia, parity 4, multi gravida, menstrual cramps, abdominal pain, covid-19, panic attacks, reflux esophagitis, anxiety, weight loss, depressive disorder, gestational diabetes mellitus, hyperlipidemia and gerd. The patient had a family history of breast cancer, ovarian cancer, diabetes, colon cancer and skin cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy total cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: scout film shows right and left pelvic essure micro-inserts. On early fill of the uterus, no filling defects are seen. Complete opacification of the uterus shows no abnormality in uterine contour. The right and left essure devices are inn satisfactory position and demonstrate satisfactory tubal occlusion. No contrast extravasation is seen. [Pathology test] on (B)(6) 2021: comment: abnormal uterine bleeding final pathologic diagnosis uterus with cervix and bilateral fallopian tubes, hysterectomy: exocervix / endocervix: - mild fibrosis and minimal, nonspecific chronic inflammation. Endometrium / myometrium: - benign proliferative endometrium. - adenomyosis. Fallopian tubes: - benign fallopian tubes. - benign simple cyst, solitary (1), para tubal, 0.9 cm. Clinical history: abnormal uterine bleeding gross description: the right fallopian tube measures 5.5 cm in length and up to 0.2 cm in diameter, the left fallopian tube measures 7.8 cm in length and up to 0.5 cm in diameter with a 0.9 cm in diameter para tubal cyst adjacent to the fimbria. Both fallopian tubes are purple tan, fimbriated specimen(s) received: uterus, non-tumor, w/ tube(s) / ovary(s), hysterectomy - uterus, cervix, and bilateral tubes [ultrasound scan] on (B)(6) 2020: the uterus measures l: 11.62 cm x w: 6.36 cm x h: 5.27 cm. Uterine volume is: 204.26 ml. The endometrial stripe measures 1.57 cm. The right ovary measures l: 2.75 cm x w: 3.51 cm x h: 2.21 cm. Right ovarian volume = 11.16 ml. The left ovary measures l: 3.93 cm x w: 3.29 cm x h: 2.62 cm. Left ovarian volume = 17.72 ml. Uterus (non-pregnant patients) essure coils are visualized in the bilateral cornua. Impression: prominent and ill-defined endometrium. Essure coils visualized in the correct position. Mildly enlarged left ovary. Batch no.c22909, production date:2014-02-07,expiration date:2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.